Event description:
Meter name: one touch ultra, strip name: lifescan one touch ultra test strips, meter code:16. Strip code: 16. Strip storage: unknown, symptoms: unknown, a patient reported they were in a comatose state and an ambulance picked pt up. Their meter allegedly was inaccurately high. The result on their meter was: result unknown, unable to test. The result on the emergency medical technician meter or hospital was unknown. No comparison was reported. Treatment was unknown. No further information has been reported.